Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration was out at all readings and bearings, thickness control lever, and ball detent were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device was completed, a follow-up/final report will be submitted.

Event description:
It was reported the device needs recalibrated and was tearing the skin during surgery. No adverse events were reported as a result of this malfunction.